Manufacturer narrative:
Additional information: h. Attached medwatch investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.

Event description:
It is reported, flow issues-over infusion. Medwatch verbatim: nurse identified that the chemotherapy was infusing at a higher rate than programmed. A new alaris pump was brought in to continue treatment, and the original pump was sent to biomed for evaluation. Biomed confirmed that the correct program had been sent prior to administration.

Manufacturer narrative:
In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. E4. The initial reporter also notified the FDA on 20-mar-2026. Medwatch report is mw5185885.